Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was replaced and the cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported system had a cine disk unavailable at boot up. When the 'cine disk unavailable' error occur at boot up prevents the cine function from operating. There is no report of injury or death associated with the event described in this complaint.